Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with manufacturers/methods/unique lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The baseline gender/age of the patients represented in the article is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿comparative effectiveness of hybrid ablation versus endocardial catheter ablation alone in patients with persistent atrial fibrillation.¿ j am coll cardiol ep 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter: there was one (1) patient who died, caused by a ¿gastrointestinal bleed,¿ which occurred about two weeks after the procedure. There were also two patients who experienced cardiac tamponade/pericardial effusion which required drainage/intervention. There was one patient who also had pericardial effusion/cardiac tamponade, which was treated with pericardiocentesis and drainage; however, when the anticoagulation was stopped, the patient experienced a ¿transient ischemic attack.¿ this was completely resolved before discharge from the hospital. There was one patient who had a cerebral artery stroke two days after the procedure; intervention was taken and there was complete resolution of the ¿left hemiparesis and partial improvement of the left hemianopia.¿ four patients experienced ¿momentary reversible¿ phrenic nerve paralysis (pnp); which quickly resolved when the procedure was terminated. There were 24 patient who needed intervention via a direct current cardioversion (dccv) during the procedure. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product serial numbers. Further follow up did not yet yield any additional information. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.